Event description:
It was reported by the patient that the pod's adhesive caused damage to the skin. The patient describes the site as pink and a constant burning sensation. The patient also stated that they were treated by there physician but no details were given on what was done.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod's adhesive caused the patient to sustain an injury. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's adhesive caused damage to the skin. The patient describes the site as pink and a constant burning sensation. The patient also stated that they were treated by their physician. The physician gave the patient a topical treatment. The patient stated that the skin has permanent scars from the injury.

Manufacturer narrative:
Correction to b5 to capture new information: "the patient also stated that they were treated by there physician. The physician gave the patient topically. The patient stated that the skin has permanent scars from the injury.", h6 additional code: e1715 scar tissue.